Event description:
It was reported that a motor device had a "hole in the hose". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure, or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. The exact event date was unknown. The reporter verfied that the event occurred in (B)(6) 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).